Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the target location and was left in the sinus of valsalva (sov) with no coronary flow disruption. A second valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and the left coronary cusp (lcc). No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A conclusive root cause could not be established from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.